Event description:
Patient had edwards mc3 tricuspid annuloplasty ring placed in (B)(6) 2010 and was found to have massive right sided heart failure secondary to a gerbode defect -lv-to-ra fistula-. Apparently the surgeons at our institution have seen 3 other cases of gerbode defects with the use of this mc3 ring.